Manufacturer narrative:
Final analysis was normal. No anomalies were found.

Event description:
Related manufacturing reference number: 2017865-2021-35064. Related manufacturing reference number: 2017865-2021-35065. It was reported that the patient presented with a pocket infection and erosion. There is no known allegation from a health professional that suggests the infection was related to the dual chamber implantable cardioverter defibrillator (ICD) system. The ICD, right ventricular, and right atrial leads were explanted. The patient was in stable condition.

Manufacturer narrative:
Explant date should have been (B)(6) 2021 rather than (B)(6) 2021.